Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for intact human chorionic gonadotropin + the b-subunit (hcg + b) between a cobas e 411 immunoassay analyzer and a cobas 8000 e 602 module. Erroneous results were reported outside of the laboratory. The hcg + b result from the e411 analyzer was 2.0 miu/ml. This result was reported outside of the laboratory. The result from the e602 module was 0.1 miu/ml with a <test data flag. The result of 0.1 miu/ml with the <test data flag was believed to be correct. No adverse event occurred. The hcg + b reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and replaced the measuring cell on the e411 analyzer. The reagent was also re-calibrated. A specific root cause was not identified. The investigation stated the problem was solved after the fse replaced the measuring cell and re-calibrated the hcg + b reagent.